Event description:
It was reported that the patient experienced a large pseudo capsule formed around the pump resulting in difficulties inflating and deflating the inflatable penile prosthesis (ipp). The capsule was removed, the ipp pump was explanted and a new pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.